Event description:
It was reported that this device had a broken cover. On return of the device for evaluation it was observed that the mains cord was damaged to the extent that bare copper wires were exposed. The customer has been approached with a view to identifying how this damage occurred, but to date they have not provided any further information. Based on this, the patient may have been exposed to the risk of electrocution. The cover was not broken. (B)(4).